Event description:
The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found burned pca. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.

Manufacturer narrative:
Manufacturer previously reported the device was sent to a third-party service center for investigation. During evaluation, the third-party service center found burned pca. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded. Evaluation results: the device was returned to a third party service center. The service technician reports: what appeared to be burn marks, likely due to thermal damage of the pca, were observed on the ui display bezel and ui ribbon cable. The q3 component of the pca was observed to have thermal damage, and areas of corrosion were observed on the pca, both likely due to liquid ingress of the pca. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332.